Event description:
It was reported that the fiber broke during a photoselective vaporization of the prostate (pvp) procedure and the broken fiber was exchanged for a new fiber. There is no report of clinical consequences to the patient.